Event description:
The device was used during a laparoscopic procedure. Reportedly the specimen pouch disengaged from the instrument into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.